Event description:
Pt revised for pain and instability, found polyethylene wear.

Manufacturer narrative:
Examination of the returned device confirms wear of the poly material. There is nothing regarding the wear present, or wear pattern noted, that appears excessive given the age of the device. Review of the device history records did not reveal any related mfg. Deviations or anomalies. A complaint database search finds no other reported issues with the provided part and lot code since release for distribution. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since august of 2000. Should add'l info be received, the investigation will be reopened. Depuy considers the investigation closed.